Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that patient faced adhesive issues with infusion set on (B)(6) 2024. Patient reported that tape was not sticking, and lost the infusion set. The infusion set was in use for 2 hours. No further information available.

Manufacturer narrative:
Patient city:(B)(4). Patient country: egypt.